Event description:
It was reported that the patient felt no stimulation sensation in 2014. The patient had a loss of therapeutic effect in (B)(6) 2015. The patient had a urinary infection in (B)(6) 2015. The patient went to the bathroom more frequently, particularly at night and got up every 1.5 to 2 hours. It sometimes burned when she urinated. Medication was purchased for it but the patient still felt pressure. It was also noted that the patient had gained some weight in 2007 prior to the implant but had also gained about 10 lbs since the implant ((B)(6) 2012). It was later reported that the patient¿s implant was checked and it was working on 2015 (B)(6). Information was unclear as it was noted that the patient did not have concerns with her therapy or device however it was also stated that the ¿patient was still having concerns regarding her therapy or device but was working with her health care provider (hcp) to resolve the issue. The patient¿s hcp advised her to have a urine specimen taken. The patient was on medication for a bladder infection on 2015 (B)(6).

Manufacturer narrative:
(B)(4).